Manufacturer narrative:
The t:slim user guide states that: if your t:slim pump detects an insulin level of 5 units or less, the low insulin alert occurs, requesting you to change the cartridge to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received a valid low insulin alert as they were anticipating to perform a regularly scheduled supply change. The customer disconnected from the pump due to the pump beeping from the alert. Subsequently, the customer's blood glucose level elevated to 334 mg/dl. The customer changed all pump supplies and delivered a bolus. Tandem technical support educated the customer regarding the safety feature of the alert.